Manufacturer narrative:
An event regarding pack damage involving a v40 fem head orthinox 32+4 was reported. The event was confirmed. Visual inspection confirmed that the femoral head had penetrated the inner and outer blister wall. Medical review was not performed as the device was not used in surgery. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The investigation concluded that the femoral head had penetrated the inner and outer blister wall.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During surgery, it was found upon opening the package that the package (inner and outer blister) was damaged, thus the nurse considered the sterility was compromised. A back-up item (same size) was used.

Event description:
During surgery, it was found upon opening the package that the package (inner and outer blister) was damaged, thus the nurse considered the sterility was compromised. A back-up item (same size) was used.